Manufacturer narrative:
The investigation into the low pump flow has been completed. The impella cp pump was returned for investigation. It was visually inspected and biomaterial ingestion was observed over the inflow cage. No biomaterial was found to present in the outflow cage or impeller. No other abnormalities were observed. The impella was running at auto with low flows of 2.0 l/min during field testing. The cause of the low pump flow issue was most likely biomaterial ingestion over inflow cage per field investigation.

Event description:
The user facility reported a 75-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was on support when there was low pump flow. The staff decided to replace the impella as a clot injection was suspected.